Event description:
IV catheter problem with packaging. Introducer in package of b-d midline kit. Found with stylet withdrawn through introducer. 2nd introducer in a 2nd package was found to have stylet loose from catheter approx 1/8" withdrawn. The packaging allows the stylet to slide out of introducer. Puncturing the introducer as a result. Catheter was not used on pt.